Event description:
Two endeavor sprint rx drug-eluting stents (MFR report 2953200-2009-00056) were successfully implanted in the mid lad, overlapping. One endeavor spring rx drug-eluting stent (MFR report # 2953200-2009-00057) was implanted (overlapping) in the proximal lad, for treatment of complication / dissection / bailout (after stent implantation to cover target lesion). A dissection of the distal edge of the proximal lad was noted with loss of small 1st diagonal. It is reported that pt had chest pain and st elevation at the time. One endeavor sprint rx drug-eluting stent (MFR report# 2953200-2009-00058) was implanted in the proximal lad to the distal edge dissection. Good result reported. It is reported that an acute non-stemi, event occurred post stent implant. Investigator has indicated that event was related to the study stent. Location of infarction is not determinable. Investigator assessed the event as a non-q-wave mi. Pt reported intermittent chest pain over the next day, and was kept in hospital for observation. The pt was discharged home 2 days later.

Manufacturer narrative:
Other (required secondary intervention) labeled. Evaluation results: myocardium infarction.